Event description:
It was reported that (1) pph01 was used during a unknown procedure. It was reported by the affiliate that the surgeon could not break the washer. The staples malformed and would not cut the tissue. The doctor hand sutured to complete the case. No adverse pt outcome.